Manufacturer narrative:
There is no additional information available for this event as yet. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Manufactured date is not known. The user complaint for the lamp was confirmed. Upon testing and inspection, it was noted that the device lamp had 400+ hours and was out of specification. In addition, the unit had normal wear on housing and scope socket. Air output was within specifications. No image issue was seen.

Event description:
As reported for this event, during preparation for use the device was giving an e102 error for clv lamp gone out. In addition the image was blurry. There is no reported patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review rework was carried out on the device for software update on september 12, 2012. It was confirmed that there were no manufacturing abnormalities, special adoptions, and variations in the shipment inspection after re-operation. Reported issue for the device was an e102 error message for clv lamp gone out. Upon testing and inspection, it was noted that the device lamp had 400+ hours and was out of specification. In addition, the unit had normal wear on housing and scope socket. Air output was within specifications. No image issue was seen. Root cause for the failure could not be conclusively determined. The probable cause is likely to be improper handling by user or deterioration over time. E102 is the error indicating that the main lamp of the light source turns off. Failure to wipe the old heat compound sufficiently causes the old one to be remained (when the new heat compound coating is insufficient) when the lamp is replaced with a new one, leading to failure to lighten the lamp or the significant shortening of the lamp life. In this case, it is a high possibility that the lamp turned off due to failure to apply sufficient heat compound coating. The instructions for use includes the following statements for err e102: when replacing the examination lamp, use a clean, lint-free cloth to wipe off residual heat compound from the heat sink. If the heat compound is not wiped off completely, the lamp¿s heat efficiency will be impaired and the examination lamp life will be shortened significantly apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures.